Event description:
Customer reported via phone, the insulin pump was not responding properly and he was caught in a rainstorm. Customer's blood glucose was 178 mg/dl. Customer stated the keypad was stuck and the numbers kept scrolling. Customer stated he was working all day; it was really humid and was caught in the rain. The customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. No moisture damage on the electronics noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.